Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after a site change in which the infusion site was noted to be loose and the user reused the prior cartridge and connector while replacing only the inset; the pump indicated high glucose for approximately eight and a half hours and no alerts or alarms were reported. Symptoms included feeling "foggy" without loss of consciousness or other acute complications. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential contribution from a suboptimal infusion site and recent vaccination history reported by the user. It was concluded that the event was non-serious with no long-term sequelae and that a definitive device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.